Event description:
It was reported that the device reached elective replacement indicator (eri) in less than 3 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned, analyzed and analysis of the device revealed normal battery depletion, meeting 80% of the expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.